Event description:
It was reported that the patient has a history of t-wave oversensing (twos) which has resulted in inappropriate shocks. The right v entricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).